Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery with the last hit, the surgeon slipped and the sleeve broke off the driver. The broken part remains inside the patient.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken tip within the shoulder. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.